Event description:
It was reported that a lead safety switch (lss) was triggered due to this right atrial (ra) lead exhibited low out of range pacing impedances. It was noted that the ra lead is a non-boston scientific lead. The patient reported feeling of discomfort. Technical services (ts) discussed possible causes and advised the health care professional (hcp) to perform isometrics and pocket manipulations to further evaluate lead integrity. At this time, the non- boston scientific ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).